Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 404 mg/dl. The customer also reported receiving a low alert with their sensor during their high blood glucose event. Customer treated their high blood glucose with the insulin pump. Customer also reported a bad sensor alert with their sensor. Customer agreed to return the sensor for analysis.